Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for bleeding. Quality-safety evaluation of ptc: unable to conform complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2004. At the time of the report, the pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.